Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation and to correct information provided on the initial report. The device was returned to an olympus service center for evaluation. The cause of the internal circuit malfunction is thought to be the failure of the pressure sensor mounted on the main board. The cause of the failure of the pressure sensor mounted on the main board is thought to be due to any of the following process errors: oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy). The device was repaired by replacing the defective board and returned to the customer. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. When we checked the contents of the instruction manual regarding the reported issued, we found the following: chapter 7.1 "how to distinguish abnormal causes and how to cope with them" describes the following. Details of the error: all leds are off. Cause: an error has been detected in the internal circuit of this product.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. Osh evaluated the device and found that the reported phenomenon that the power of the device was intermittent and could not be turned on was not reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the power of the device was intermittent and could not be turned on. The user completed the procedure with the device. And according to additional information by olympus trading ((B)(4) limited (osh), the front panel display of the device disappeared due to a failure of the pressure sensor or the pressure sensor circuit during the evaluation of the device. There was no report of patient injury associated with the event.